Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report painful sensor insertion that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's mother stated that on (B)(6) 2016 they received a prescription for lidocaine to numb the patient's skin as the patient experienced painful sensor insertion. No additional event or patient information was provided.